Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08222. The patient received two leads with the same lot number. It was reported the patient is unable to feel stimulation regardless of increase in amplitude. Reprogramming was attempted to no avail. Diagnostic testing identified multiple contacts on both leads with low impedance readings. Reportedly, x-rays were taken and results show the leads are properly placed and connected to the ipg. Surgical intervention may be undertaken as the next course of action, explanting and replacing the scs system with a competitor's system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.